Manufacturer narrative:
The reported incident that locking screw anchorage ø3.0mm / l18mm was alleged of issue s-41 (poor fixation) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The root cause of this positioning issue has been identified as user related. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. Please note that operative technique an-st-1 en rev 2 anchorage optech reads: "note: all threaded holes can accommodate either locking or nonlocking screws (3.0mm and 3.5mm diameter). The compression ramp only accepts 3.0mm nonlocking screws. Applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Anchorage lisfranc plate was used as per operative technique, the locking screws appeared to be going through the plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Anchorage lisfranc plate was used as per operative technique, the locking screws appeared to be going through the plate.